Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. (B)(6).

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: original finding/sentence/short description in the study indication was a follow-up study for "mvp" (mitral valve prolapse) - this was changed to a regular indication of "dorv" (double outlet right ventricle)". Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient - in this example the two disease states are very different, leading to potential incorrect diagnosis. As stated above, if the change was made after reports had been generated with the original sentence, the expected follow-up study indication would read: "mitral valve prolapse" (see description above in issue 1.8), instead, the indication on the report may read as "dorv" (double outlet right ventricle)" which is clinically very different and not what the physician intended: double outlet right ventricle (dorv) is a heart disease that is present from birth (congenital). The aorta connects to the right ventricle (the chamber of the heart that pumps blood to the lungs), instead of to the left ventricle (the chamber that normally pumps blood to the body). Both the pulmonary artery (which carries oxygen-poor blood to the lungs) and aorta (which carries oxygen-rich blood from the heart to the body) come from the same pumping chamber. No arteries are connected to the left ventricle (the chamber that normally pumps blood to the body). There has been no reported pt harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).